Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the lv lead was surgically abandoned. It was also reported that no issues were seen on x-ray and there were no measurements taken through the pacing system analyzer (psa). No additional adverse patient effects were reported.